Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (250 mg; route and frequency not reported), intraperitoneal amikacin (250 mg once daily), and intraperitoneal cefuroxime (250 mg once daily in each bag) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on antibiotic therapy and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and the peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.